Event description:
It was reported that when performing threshold test with the programmer, but the testing ended with an error message displayed that indicated telemetry noise, but in the status bar it showed good telemetry. It was noted that the programmer was slow to save reports to a universal serial bus (usb). The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that, when performing a threshold test with the programmer, but the testing ended with an error message displayed that indicated telemetry noise, but in the status bar it showed good telemetry and programmer was slow to save reports to a universal serial bus (usb). However, it was noted that a power supply overheated message was found in the logs, and the power supply was replaced. The hard drive was reconfigured, reloaded and the software was updated. The programmer passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.